Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported th pt received less medication than intended. At an unspecified time, line a of the device was programmed to deliver 0.9% normal saline, at a rate of 100 ml/hr. Line b was programmed in the concurrent mode to deliver an unspecified concentration of iron sucrose, at a rate of 133 m/hr, and the deliveries were started. No further programming parameters were provided. After 15 minutes, it was reported the nurse noted line b was delivering less than expected. No specific details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.